Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, non-sustained right ventricular due to post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were made.